Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented to the hospital with the device exhibiting no response to magnet application. Although the device could be interrogated, attempts to program were unsuccessful. Attempts to communicate with a second programmer were unsuccessful. A device replacement was scheduled.